Manufacturer narrative:
Device evaluation summary: a kink was evident on hypotube and verified with a actile test. The stent was positioned on the balloon between the marker bands as per specifications. Deformation was evident to the 3rd <(>&<)> 4th distal stent wraps with struts raised and bunched. No deformation was evident to the distal tip. The inner lumen patency could not be verified with a 0.015 inch mandrel, most likely due to hardened blood in the guidewire lumen. No other damage evident to the remainder of the device. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: the lesion was located in the distal rca. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During a procedure, an attempt was made to use a resolute integrity rx coronary drug eluting stent to treat a severely tortuous and calcified lesion exhibiting 100% stenosis. There was no damage noted to the packaging. The lesion was pre-dilated. It was reported that stent deformation occurred in vivo during positioning/advancement. It was stated that the event was due to use of the device in difficult lesion morphology/anatomy, i.e. The event was procedural related and not device related. The patient was reported to be alive with no injury.